Event description:
As reported, years 7months following a tavr procedure using a 23mm sapien 3 valve via transfemoral approach, the valve failed due to calcified aortic insufficiency (ai) and aortic stenosis. The valve was explanted and replaced with a new non-edwards valve.

Manufacturer narrative:
Device not returned.

Manufacturer narrative:
The valve was not returned; therefore, a visual inspection, functional testing, dimensional testing was not performed. No imagery returned therefore no imagery evaluation was performed. The reported event does not allege a device malfunction that could be related to a manufacturing deficiency therefore, a DHR was not performed. No lot history, complaint history, manufacturing mitigation review was required as an existing technical summary is applicable to this event. A review of the instructions for use (IFU) was performed, and no IFU/training manual deficiencies were identified. The device under investigation had been implanted for more than 5 years (implanted on (B)(6) 2017) and there is no evidence of device malfunction contributing to the reported event. Therefore, the risk management review is complete, and no further action is needed. The complaint for postimplantation svd calcification was unable to be confirmed as no medical record/imagery provided for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU revealed no deficiencies. An existing technical summary documents the root cause analysis on valve calcification over the time in patient. Per the technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valves hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaints for valve calcification and post implantation svd calcification did not confirm any manufacturing nonconformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per the technical summary, no evidence of a product nonconformance or device malfunction were found in any of the valves returned for these complaints. As reported, 5 years 7 months following a tavr procedure using a 23mm sapien 3 valve via transfemoral approach, the valve failed due to calcified aortic insufficiency (ai) / aortic stenosis. The valve was explanted and replaced with a new nonedwards valve. While a definitive root cause was unable to determine due to limited information provided, the applicable technical summary indicates that valve calcification is likely related to patient factors. As an existing technical summary is applicable to this event, no corrective and preventative actions (CAPA) nor product risk assessment (pra) escalation are required.